Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the case was broken and it was replaced. Analysis also found that the battery release, lead flex cover and the battery drawer were contaminated, one case screw missing, the battery contacts compressed and the keyboard pad damaged. (B)(4).

Event description:
It was reported that the upper case of the external pulse generator was broken. The generator was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.